Event description:
"Opening" of the access pressure pod. Incident occurred during unloading of the set from the machine, with important spraying of blood in the room. One primed sample was received in september 2005. Three companion samples were received nine days later.